Event description:
The complainant had a pump automated impella controller (aic) connection and recognition failure. At the port where the impella catheter connects to console, the piece inside that recognizes catheter is loose and would not properly connect to catheter. It was reported that the procedure outcome was successful. No reported harm or injury to the patient. The aic was replaced per instructions for use recommendations.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was use related (accidental damage to aic during prior use). This report is being filed as part of a retrospective review of historical records.